Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located n the severely tortuous and severely calcified left anterior descending artery. Predilation was performed with a 2.0-15 emerge balloon catheter. A 2.50 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, the distal part of the device was "broken". The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
A synergy ous mr 2.50 x 12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The two most proximal stent strut rows were damaged and lifted from the stent profile. The undamaged section of the crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located n the severely tortuous and severely calcified left anterior descending artery. Predilation was performed with a 2.0-15 emerge balloon catheter. A 2.50 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, the distal part of the device was "broken". The procedure was completed with a different device. No patient complications were reported.